Manufacturer narrative:
MFR received date: 14nov2019. The service technician confirmed the battery was replaced to resolve the reported issue and the unit is now working. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/04/2019.

Event description:
The customer reported dead battery. There was no patient or user harm reported.

Manufacturer narrative:
G4: 10feb2020. B4: 13feb2020. The battery was returned for failure analysis. An investigation was performed and this backup battery was returned in a depleted state. After charging the unit there were no faults found with this battery. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.